Event description:
It was reported that the customer was hospitalized for low blood glucose levels. The customer stated that a bolus delivery was not able to be completed due to low reservoir. The customer replaced the reservoir and delivered the next bolus in 9 minutes. The customer stated they were under the impression that they had entered the blood glucose reading into the device for a second time; advised that the customer had delivered a manual bolus, which was the likely cause of the hypoglycemic event. The blood glucose reading was not available at the time of the call. The customer was contacted for further details regarding the hospitalization. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.